Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the back pain outcome was unknown. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case was upgraded to incident. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.